Manufacturer narrative:
Additional information received for section d10 concomitant medical products ·article number: 27176leb bipolar high frequency cord, 400 cm - gmdn: 47487 electrical-only medical device connection ·article number: 26040xa inner sheath, fixed, for 26040sl - gmdn: 37086 endoscope sheath, reusable ·article number: 27040sd resectoscope sheath, 26 fr. - gmdn: 37086 endoscope sheath, reusable the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
5 devices were returned in relation to the reported event. Article 27040gp was identified as causal device for this event. During inspection of the returned device the following was found: 27040gp: the wire of the active electrode is distally burnt/broken. The bent part of the wire is missing. During inspection of the returned accessory devices the following was found: 27040e: signs of use on the surface (scratches and dents) and the stock tube is bent. 27176leb: signs of use commensurate with age. 26040xa: signs of use on the surface (scratches and dents). 27040sd: signs of use on the surface (scratches and dents). The investigation came to the following conclusion: the sling of article 27040gp is broken/teared off in the distal area at the active electrode. This indicates that excessive force was applied to the distal area. It can be therefore assumed that the user is at fault. The article was already produced in 2011, so several applications can be assumed. The IFU includes warnings on risk of overloading and use of a damaged the instrument. It also indicates to respect the maximum peak voltage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the hf device from erbe was operated, cutting current was applied to the storz loop, a flame occurred and the uterus was perforated. An hsc endo resection was planned. During the first coagulation with the loop, a sparking arc is apparent, going from the loop through the entire cavity. Reduction of the current strength from level 6 to level 4. The same problem as before. When the forceps are inserted, an appendix epiploicum is extracted instead of myometrial tissue. Perforation of the right uterine back wall occurred. It was necessary to remove the patient's uterus.